Event description:
It was reported that during a minimally invasive 3 stage esophagectomy procedure, the trocar started to hiss an hour into the procedure when devices where removed from the trocar. The torque on the device was no higher than normal. The hissing did stop when a device was re-inserted and the co2 levels did not drop significantly. One device will be returning. No adverse patient consequences reported. Procedure completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable: device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Was there a drop in pressure? Yes, but not significantly. If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? No, if so, what device? Was any torque being applied to the trocar or device? Normal torque.